Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, it was noticed by hospital personnel that the valve that was beyond the expiration date. The medtronic marketing manager received a phone call from the deputy chief perfusionist who informed medtronic that the date, 4/8/2020, was read as the 4 august 2020 as opposed to 8 april 2020, the actual expiration date. The surgeon was informed of the expiration date, however the valve was almost completely implanted and the surgeon did not wish to change the valve out. No adverse patient effects were reported.